Event description:
It was reported that during the implant procedure, the physician experienced difficulty seating the right ventricular (rv) lead fully into the header of the cardiac resynchronization therapy defibrillator (crt-d). The physician put the lead in and took it out several times before it eventually seated into the header of the device. It was noted that it was uncertain if the insertion difficulty with the lead was due to the setscrew of the device. The crt-d and rv lead were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.